Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Device component code is related to device problem code for the problem of brush detachment. Mfg site name - endochoice. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was found broken during a procedure on (B)(6) 2018. According to the complainant, the brush head broke off during endoscope cleaning and remained lodged in the endoscope. The detached brush head was later discovered in the endoscope during a procedure of a different patient.